Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), uterine infection ("infections/infection (uterus around ovary)") and oophoritis ("ovary infection") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included left lower quadrant pain, genital bleeding and allergic reaction to analgesics (gets hives and facial edema). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, oophoritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine infection, oophoritis, fatigue, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and female sexual dysfunction had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, oophoritis, uterine infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfujly occluded on (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. On (B)(6) 2011,hysterosalpingogram impression: bilateral tubal occlusion, post essure, pregnancy test was negative, essure device are in satisfactory position, patient can rely on essure for birth control, retroverted uterus, bilateral small follicular cysts. X- ray pelvis was performed. Symptoms of ultrasound examination: abdominal pain, heavy cycles, pelvic pain, abnormal periods/bleeding. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. Procedure: pelvic sonogram/transvaginal impression: both essure devices are in the tubes and no evidence of perforation is seen. On the left, there is a 4 mm. Area of fluid collection seen involving the distal end of the essure device and findings could represents inflammatory reaction and/or small area of hydrosalpinx formation. (B)(6) 2012, surgical procedure performed: robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy. Description of procedure: the fallopian tube was removed on both the left and right sides by cross clamping the area between the fallopian tubes. Before closing the cuff, the uterus was opened on the side table and both essure devices were identified and noted to be in place. On (B)(6) 2012, surgical pathology report: diagnosis: uterus and cervix with bilateral fallopian tubes gross description: the left fallopian tube is 4.2 x 0.4 cm. The right fallopian tube is 5.8 x 0.4 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish were added. On 21-aug-2018: upon routine quality monitoring activity, event uterine infection was upgraded in seriousness. Causal assessment and incident category amended for events uterine infection and ovary infection. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure'), uterine infection ('infections/infection (uterus around ovary)') and oophoritis ('ovary infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included left lower quadrant pain, genital bleeding and allergic reaction to analgesics (gets hives and facial edema). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine infection, oophoritis, pelvic pain, fatigue, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction and genital haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, oophoritis, pelvic pain, uterine infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfujly occluded. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. On (B)(6) 2011,hysterosalpingogram impression: bilateral tubal occlusion, post essure, pregnancy test was negative, essure device are in satisfactory position, patient can rely on essure for birth control, retroverted uterus, bilateral small follicular cysts. X- ray pelvis was performed. Symptoms of ultrasound examination: abdominal pain, heavy cycles, pelvic pain, abnormal periods/bleeding. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. Procedure: pelvic sonogram/transvaginal impression: both essure devices are in the tubes and no evidence of perforation is seen. On the left, there is a 4 mm. Area of fluid collection seen involving the distal end of the essure device and findings could represents inflammatory reaction and/or small area of hydrosalpinx formation. (B)(6) 2012, surgical procedure performed: robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy. Description of procedure: the fallopian tube was removed on both the left and right sides by cross clamping the area between the fallopian tubes. Before closing the cuff, the uterus was opened on the side table and both essure devices were identified and noted to be in place. On (B)(6) 2012, surgical pathology report: diagnosis: uterus and cervix with bilateral fallopian tubes gross description: the left fallopian tube is 4.2 x 0.4 cm. The right fallopian tube is 5.8 x 0.4 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure'), uterine infection ('infections/infection (uterus around ovary)') and oophoritis ('ovary infection') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included left lower quadrant pain, genital bleeding and allergic reaction to analgesics (gets hives and facial edema). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine infection, oophoritis, pelvic pain, fatigue, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction and genital haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, oophoritis, pelvic pain, uterine infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfujly occluded. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. On (B)(6) 2011,hysterosalpingogram impression: bilateral tubal occlusion, post essure, pregnancy test was negative, essure device are in satisfactory position, patient can rely on essure for birth control, retroverted uterus, bilateral small follicular cysts. X- ray pelvis was performed. Symptoms of ultrasound examination: abdominal pain, heavy cycles, pelvic pain, abnormal periods/bleeding. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. Procedure: pelvic sonogram/transvaginal impression: both essure devices are in the tubes and no evidence of perforation is seen. On the left, there is a 4 mm. Area of fluid collection seen involving the distal end of the essure device and findings could represents inflammatory reaction and/or small area of hydrosalpinx formation. (B)(6) 2012, surgical procedure performed: robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy. Description of procedure: the fallopian tube was removed on both the left and right sides by cross clamping the area between the fallopian tubes. Before closing the cuff, the uterus was opened on the side table and both essure devices were identified and noted to be in place. On (B)(6) 2012, surgical pathology report: diagnosis: uterus and cervix with bilateral fallopian tubes gross description: the left fallopian tube is 4.2 x 0.4 cm. The right fallopian tube is 5.8 x 0.4 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pelvic pain and genital bleeding as recovered were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and oophoritis ("ovary infection") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included left lower quadrant pain, genital bleeding and allergic reaction to analgesics (gets hives and facial edema). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In september 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain lower and abdominal pain, oophoritis (seriousness criterion medically significant), uterine infection ("infections/infection (uterus around ovary)/ infection (bladder/ urinary tract/vaginal) type: vaginal"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, oophoritis, fatigue, uterine infection, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and female sexual dysfunction had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, oophoritis, uterine infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfujly occluded on (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. On (B)(6) 2011,hysterosalpingogram impression: bilateral tubal occlusion, post essure, pregnancy test was negative, essure device are in satisfactory position, patient can rely on essure for birth control, retroverted uterus, bilateral small follicular cysts. X- ray pelvis was performed. Symptoms of ultrasound examination: abdominal pain, heavy cycles, pelvic pain, abnormal periods/bleeding. On (B)(6) 2012, pelvic ultrasound: impression: retroverted uterus, a 1.6 cm collapsing cyst noted involving the left ovary, a small amount of free fluid is seen in the left adnexa, essure device are seen. Procedure: pelvic sonogram/transvaginal impression: both essure devices are in the tubes and no evidence of perforation is seen. On the left, there is a 4 mm. Area of fluid collection seen involving the distal end of the essure device and findings could represents inflammatory reaction and/or small area of hydrosalpinx formation. (B)(6) 2012, surgical procedure performed: robotic total hysterectomy with bilateral salpingectomy, right cystotomy, and diagnostic cystoscopy. Description of procedure: the fallopian tube was removed on both the left and right sides by cross clamping the area between the fallopian tubes. Before closing the cuff, the uterus was opened on the side table and both essure devices were identified and noted to be in place. On (B)(6) 2012, surgical pathology report: diagnosis: uterus and cervix with bilateral fallopian tubes gross description: the left fallopian tube is 4.2 x 0.4 cm. The right fallopian tube is 5.8 x 0.4 cm. "Concerning the injuries reported in this case, the following one/ones were described in patient's medical record confirming abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, concomitant disease, laboratory data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, infection type: vaginal, uterine, apareunia (inability to have sexual intercourse), infection (uterus around ovary), migration of essure, dysmenorrhea (cramping), vaginal discharge, abdominal pain were added, outcome of the event added. Most recent follow-up information incorporated above includes: on (B)(6) 2018: significant case correction as per the request of gpv whc dataprocessing team: intervention was ticked for the event migration of essure' with hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, clock start date was corrected. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, fatigue, infection and menstrual disorder outcome was unknown. The reporter considered fatigue, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.